Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm in the insulin pump. Troubleshooting was performed and found that the customer was unsure abt the button pressed down for 3 minutes or longer. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The pump responded properly to button presses. No keypad unresponsive/button error alarm noted. No stuck key alarm noted during testing or in the pump history file. No damage noted on the keypad traces. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, torn serial number label, pillowing keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received with corroded battery cap contact. There were no boluses, autosuspend (12) alarm, or usersuspended alarm listed in the pump history file. Unable to list the daily total of all insulin delivered on the event date 19-may-2023 and the 7 days prior to that date due to no data available. However, found pump errors/alarms noted 1 week prior to the event date 14-may-2023 in the pump history file. (B)(6) 2023 00:00:03.000 alarmalertnotification; faultnumber = trace check error (68). (B)(6) 2023 00:00:03.000 alarmalertnotification; faultnumber = history pointers bad alert (49). (B)(6) 2023 00:00:39.000 alarmalertnotification; faultnumber = history pointers bad alert (49). (B)(6) 2023 00:00:57.000 alarmalertnotification; faultnumber = post-reset ram crc alarm (23). (B)(6) 2023 00:01:09.000 alarmalertnotification; faultnumber = batt out limit (6). (B)(6) 2023 00:01:20.000 alarmalertnotification; faultnumber = batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23, or pump error 68 noted during testing or after battery change. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. Keypad unresponsive/button error alarm not confirmed. During visual inspection found corroded battery tube and corroded battery cap contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.